Event description:
No new patient or event details since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, the basket of an ngage nitinol stone extractor could not be closed when testing the device prior to a stone removal procedure. The device did not make patient contact. A new extractor was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The device was returned in the shipping tray with no outer packaging. The handle and the basket formation were in the open position. The collet knob was tight, but the mlla (male luer lock adapter) was loose. There was a kink in the support sheath approximately 2cm from the mlla. The pett measured 3.5cm. The handle did not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath are detached, and there was adhesive visible on the basket sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was kinked and the basket sheath had separated from the support sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address- postal code: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ngage nitinol stone extractor could not be closed when testing the device prior to a stone removal procedure. The device did not make patient contact. A new extractor was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.